Event description:
During the vt (ventricular tachycardia) ablation with pacemaker implantation procedure, it was noted that the patient had an allergic reaction to the adhesive on the patches. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).